Event description:
New information received notes the lead was explanted electively on (B)(6) 2019. The patient weighed over 100 kilograms and was in stable condition. The report source was a company representative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. The noise caused inappropriate anti-tachycardia pacing therapy. No shock was delivered.